Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. The delay in reporting was due to the complaint being originally assessed as "not reportable" to the regional regulatory authority, and the us facility's incorrect understanding that only complaints assessed as "reportable" in the region of origin, would need to undergo additional review for potential reportability to us FDA. The error was noted due to remarks made by the FDA auditor during a pre-approval inspection of the new thailand facility from 03-06 april 2023. Therefore, a us FDA emdr report is being submitted to correct this omission. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6) ; model: 251). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occured in new zealand. Originally assessed as not reportable to local authorities. Leading; broken haptic during use problem code: a0414 material split, cut or torn. Implant date: (B)(6)2020. Explant date: (B)(6)2020. Patient impact: device explantation.